Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure, pneumatic system failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. It was observed the red cap to protect the patient output fitting for shipping, and is intended to be removed before using the device, was still in place. Powering on the device with this red cap still on could cause the customer's report to occur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.